Event description:
The patient had worsened gastroparesis symptoms. The patient had a procedure done after her initial implant, and the lead (B)(6) was accidentally cut. The system was completely replaced on (B)(6) 2024.